Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care ab. Maquet critical care ab provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
The anesthesia machine was transported to the biomedical engineering (ebme) department for checks due to problems with low battery in the device. It was left on charge over the evening. In the morning, the ebme personnel noticed a burning smell from the concerned device when they arrived in the department. When they accessed the battery compartment they were exposed to fumes from the batteries. Two of the personnel attended the accident & emergency department of the hospital and one was admitted to the hospital for observation during the day due to breathing problems. The device was taken outside and the batteries removed to a safe storage area. The batteries showed extreme overheating damage and were distorted, the heat also fused both together. The battery connection cable and cover were both damaged as a consequence of the heat.